Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg) despite cycle charging in routine charging. The patient underwent an ipg replacement procedure. Patient had successful surgery with no complications. The explanted device was not returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred last 6 months or longer prior to the date the manufacturer became aware.

Manufacturer narrative:
Block b3: exact date unknown, event occurred last 6 months or longer prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg) despite cycle charging in routine charging. The patient underwent an ipg replacement procedure. Patient had successful surgery with no complications. The explanted device was not returned.